Event description:
It was reported that the patient sent a manual transmission after receiving the vibratory alert. The device was found to be in backup vvi mode. The patient was brought to the clinic and a device code download was performed successfully.

Manufacturer narrative:
(B)(4).